Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported "product concern". Healthcare professional later reported capsular contracture, baker grade unknown. Affected side is right. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are anxiety-product/procedure: unable to observe. Capsular contracture: unable to observe. As per the investigation procedure, broken plug strap assessed as an unidentified (tear) opening and creases. Were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "product concern". Healthcare professional later reported capsular contracture, baker grade unknown. Affected side is right. Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6.